Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a laparoscopic colectomy. After about five minutes use, probe damage error occurred. The intended procedure was completed with another thunderbeat device. There was no patient injury reported. Olympus medical systems corp. (Omsc) received the photo of the device. And it was found that the coating on the outer surface of the jaw of the device had come off.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-00429 to provide additional information based on the evaluation of the device. Device manufacturer date was identified and filled in. The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of evaluation of omsc on march 24, 2016, omsc confirmed that the coating on the outer surface of the jaw had partially come off. The ptfe pad was worn and there were contact marks on the surface of the probe and the metal part of the jaw. The manufacturing record was reviewed with no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. And there is a possibility that the error occurred since the ptfe pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.